Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient experienced bleeding. The patient noted bright red bloody stools 2 to 3 days prior to admission. The patient also reported blood in their urine prior to admission. The patient's hemoglobin was 11.9 on admission from 14.3 as outpatient. The patient's international normalized ratio (inr) was 2.1 on admission. All other labs were within normal limits. The patient was admitted for work up of bleeding. Once arrived at the hospital, the patient's urine was clear and urinalysis (ua) was negative. Flex sigmoid with evidence of dieulafoy lesion bleeding in sigmoid/rectum was cauterized with cessation. The patient was treated with bipolar electrocautery applied for hemostasis. The bleeding resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and the device could not be conclusively determined through this evaluation. It was reported that the patient was admitted for a bleeding work up. The patient had liquid stools and also noticed blood in their urine and stool at home prior to admission. The patient¿s urine was clear upon admission and urinalysis was negative. The patient¿s hemoglobin level was lower than what it was as an outpatient. Evidence of dieulafoy lesion bleeding was found during admission which was treated with bipolar electrocautery. The event reportedly resolved. The patient remains ongoing heartmate 3 left ventricular assist (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides information on anticoagulation, including recommended international normalized (inr) range. No further information was provided. The manufacturer is closing the file on this event.